Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during operation, the helix of the atrial lead could not be unscrewed. The lead was explanted, and single chamber pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.